Event description:
Customer reported a pump malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset the pump, and no recurrence of the malfunction code was observed. Customer was advised to continue using the pump and to contact technical support if the issue arises again.